Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had molding defect (short shot). The following information was provided by the initial reporter: "stopper was deformed at the bottom of it (missing chunks) and misshapen at the top of it. It still held vacuum and was able to be utilized for a blood collection test".

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect of the stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had molding defect (short shot). The following information was provided by the initial reporter: "stopper was deformed at the bottom of it (missing chunks) and misshapen at the top of it. It still held vacuum and was able to be utilized for a blood collection test".